Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while checking the external package of the product at 10:30 am on (B)(6) 2022, there was no problem. But when they opened the package and removed the ureteral stent, the stent was found to be broken into 3 pieces when pushing the pigtail straightener to the renal end.

Manufacturer narrative:
The reported event was confirmed, and the cause was unknown. A photo sample was submitted by the customer showing the distal and proximal pigtails completely separated from the body of the stent. The ureteral stent was returned, and an evaluation of the physical sample was completed. The pigtails were observed to be detached from the body of the stent; no signs of stretching or discoloration were noted on the surrounding material of the separation. Both separations appeared to be clean and straight. Separation occurred from the suture porthole to the end of the stent, this is like what is seen when a suture is forcefully pulled away from the stent. The tubing inner diameter at all parts of the separation on the stent was measured with a pin gage and found to be 0.040", the outer diameter was measured with a laser micrometer at the ends where the separation occurred and found to be 0.062"; all measurements were found to be within specifications a 0.0365 guidewire was passed through the separated pigtails and the body of the broken stent without resistance. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The actual/suspected device was inspected.

Event description:
It was reported that while checking the external package of the product at 10:30 am on 13jan2022, there was no problem. But when they opened the package and removed the ureteral stent, the stent was found to be broken into 3 pieces when pushing the pigtail straightener to the renal end. Per follow-up information received via ibc on 09feb2022, stated that the device might be broken before use and it was found at the time of opening the package. It was not used by the patient and there was no impact to the patient.